Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/cramping") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), migraine ("migraines headaches"), hypoaesthesia ("numbness in hand and feet"), paraesthesia ("tingling in hands and feet"), dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow"), amnesia ("memory loss"), dyspareunia ("pain during sex"), fatigue ("fatigue"), nausea ("nausea") and hernia ("hernia"). The patient was treated with surgery. At the time of the report, the abdominal pain, abdominal pain upper, abdominal pain lower, back pain, migraine, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, amnesia, dyspareunia, fatigue, nausea and hernia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, hernia, hypoaesthesia, menorrhagia, migraine, nausea and paraesthesia to be related to essure. The reporter commented: she was hospitalized 7 times and underwent a surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 28-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had abdominal pain/cramping after essure (fallopian tube occlusion insert) insertion. The reporter also mentions several other non-serious events and stated the consumer was hospitalized 7 times and underwent a surgery (unspecified). Abdominal pain is anticipated according to essure's reference safety information. During essure micro-insert therapy, abdominal pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of alternative explanation causality with the suspect insert cannot be excluded. This case was regarded as incident, as although not clearly specified consumer was hospitalized and underwent a surgery due to her symptoms. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/cramping"), intestinal perforation ("perforation (other)- intestine"), seizure ("seizures") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure (batch no. 709952) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast operation, nausea in 2008 and abdominal pain in 2008. Concurrent conditions included body mass index normal, syncope and asthma. Concomitant products included famotidine, ibuprofen (motrin), ketorolac tromethamine (toradol), lidocaine, medroxyprogesterone (depo provera), oxycodone, oxyphencyclimine hydrochloride (diclomine), paracetamol (acetaminophen), paracetamol (tylenol), promethazine and vicodin (lortab). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced migraine ("migraines headaches") and headache ("headaches"). In 2013, the patient experienced dyspareunia ("pain during sex"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), fear ("fear") and allergy to metals ("nickel allergy"). In 2015, the patient experienced tooth disorder ("dental problems"), arthritis ("arthritis") and the first episode of hypoaesthesia ("numbness in finger tip"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In 2016, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required) and visual impairment ("worsened vision"). In 2017, the patient experienced urinary tract infection ("urinary tract infection") and bladder disorder ("bladder problem"). In (B)(6) 2017, the patient experienced urinary tract disorder ("urinary problem") and gastrooesophageal reflux disease ("gord"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), the second episode of hypoaesthesia ("numbness in hand and feet"), the first episode of paraesthesia ("tingling in hands and feet"), amnesia ("memory loss"), hernia ("hernia"), post-traumatic stress disorder ("ptsd"), panic disorder ("panic disorder"), rash ("rashes or skin conditions type: breakouts"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), urinary incontinence ("frequency incontinence"), the second episode of paraesthesia ("shock sensation/ ") and weight increased ("weight gain"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), ondansetron (zofran), antibiotics, antacids, surgery and surgery (teeth removal). At the time of the report, the abdominal pain, intestinal perforation, seizure, genital haemorrhage, abdominal pain upper, abdominal pain lower, back pain, migraine, the last episode of hypoaesthesia, dysmenorrhoea, menorrhagia, amnesia, dyspareunia, fatigue, nausea, hernia, vaginal haemorrhage, hypersensitivity, urinary tract infection, female sexual dysfunction, anxiety, fear, post-traumatic stress disorder, panic disorder, rash, bladder disorder, urinary tract disorder, headache, tooth disorder, allergy to metals, pelvic pain, vaginal discharge, visual impairment, gastrooesophageal reflux disease, mood swings, arthritis, urinary incontinence, the last episode of paraesthesia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, anxiety, arthritis, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fear, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hernia, hypersensitivity, intestinal perforation, menorrhagia, migraine, mood swings, nausea, panic disorder, pelvic pain, post-traumatic stress disorder, rash, seizure, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of hypoaesthesia, the first episode of paraesthesia, the second episode of hypoaesthesia and the second episode of paraesthesia to be related to essure. The reporter commented: she was hospitalized 7 times and underwent a surgery. Micro-insert deployed approximately 3 rings visible past the ostia. Approximately 1-5 coils visible past the ostia. It was reported in pfs that she had tubal ligation but no date of essure removal was provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion x-ray showed debris in the abdomen. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal irritation, itching and discharge, loss of libido, dyspareunia, nausea, weight gain, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/cramping"), intestinal perforation ("perforation (other)- intestine"), seizure ("seizures") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure (batch no. 709952) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast operation, nausea in 2008 and abdominal pain in 2008. Concurrent conditions included body mass index normal, syncope and asthma. Concomitant products included famotidine, ibuprofen (motrin), ketorolac tromethamine (toradol), lidocaine, medroxyprogesterone (depo provera), oxycodone, oxyphencyclimine hydrochloride (diclomine), paracetamol (acetaminophen), paracetamol (tylenol), promethazine and vicodin (lortab). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced migraine ("migraines headaches") and headache ("headaches"). In 2013, the patient experienced dyspareunia ("pain during sex"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), fear ("fear") and allergy to metals ("nickel allergy"). In 2015, the patient experienced tooth disorder ("dental problems"), arthritis ("arthritis") and the first episode of hypoaesthesia ("numbness in finger tip"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In 2016, the patient experienced intestinal perforation (seriousness criterion medically significant) and visual impairment ("worsened vision"). In 2017, the patient experienced urinary tract infection ("urinary tract infection") and bladder disorder ("bladder problem"). In (B)(6) 2017, the patient experienced urinary tract disorder ("urinary problem") and gastrooesophageal reflux disease ("gord"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), the second episode of hypoaesthesia ("numbness in hand and feet"), the first episode of paraesthesia ("tingling in hands and feet"), amnesia ("memory loss"), hernia ("hernia"), post-traumatic stress disorder ("ptsd"), panic disorder ("panic disorder"), rash ("rashes or skin conditions type: breakouts"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), urinary incontinence ("frequency incontinence"), the second episode of paraesthesia ("shock sensation/ ") and weight increased ("weight gain"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), ondansetron (zofran), antibiotics, antacids, surgery and surgery (teeth removal). At the time of the report, the abdominal pain, intestinal perforation, seizure, genital haemorrhage, abdominal pain upper, abdominal pain lower, back pain, migraine, the last episode of hypoaesthesia, dysmenorrhoea, menorrhagia, amnesia, dyspareunia, fatigue, nausea, hernia, vaginal haemorrhage, hypersensitivity, urinary tract infection, female sexual dysfunction, anxiety, fear, post-traumatic stress disorder, panic disorder, rash, bladder disorder, urinary tract disorder, headache, tooth disorder, allergy to metals, pelvic pain, vaginal discharge, visual impairment, gastrooesophageal reflux disease, mood swings, arthritis, urinary incontinence, the last episode of paraesthesia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, anxiety, arthritis, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fear, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hernia, hypersensitivity, intestinal perforation, menorrhagia, migraine, mood swings, nausea, panic disorder, pelvic pain, post-traumatic stress disorder, rash, seizure, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of hypoaesthesia, the first episode of paraesthesia, the second episode of hypoaesthesia and the second episode of paraesthesia to be related to essure. The reporter commented: she was hospitalized 7 times and underwent a surgery.micro-insert deployed approximately 3 rings visible past the ostia. Approximately 1-5 coils visible past the ostia. It was reported in pfs that she had tubal ligation but no date of essure removal was provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion . X-ray showed debris in the abdomen. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal irritation, itching and discharge, loss of libido, dyspareunia, nausea, weight gain, dysrnenorrhea quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2018: quality-safety evaluation of product technical complaint on 22-oct-2018: upon routine medical quality activity, company causality assessment for intestinal perforation was amended from related to not assessable. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/cramping"), gastrointestinal injury ("perforation (other)- intestine"), seizure ("seizures") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure (batch no. 709952) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast operation, nausea in 2008 and abdominal pain in 2008. Concurrent conditions included body mass index normal, syncope and asthma. Concomitant products included famotidine, ibuprofen (motrin), ketorolac tromethamine (toradol), lidocaine, medroxyprogesterone (depo provera), oxycodone, oxyphencyclimine hydrochloride (diclomine), paracetamol (acetaminophen), paracetamol (tylenol), promethazine and vicodin (lortab). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced migraine ("migraines headaches") and headache ("headaches"). In 2013, the patient experienced dyspareunia ("pain during sex"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), fear ("fear") and allergy to metals ("nickel allergy"). In 2015, the patient experienced tooth disorder ("dental problems"), arthritis ("arthritis") and the first episode of hypoaesthesia ("numbness in finger tip"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In 2016, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required) and visual impairment ("worsened vision"). In 2017, the patient experienced urinary tract infection ("urinary tract infection") and bladder disorder ("bladder problem"). In (B)(6) 2017, the patient experienced urinary tract disorder ("urinary problem") and gastrooesophageal reflux disease ("gord"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), the second episode of hypoaesthesia ("numbness in hand and feet"), the first episode of paraesthesia ("tingling in hands and feet"), amnesia ("memory loss"), hernia ("hernia"), post-traumatic stress disorder ("ptsd"), panic disorder ("panic disorder"), rash ("rashes or skin conditions type: breakouts"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), urinary incontinence ("frequency incontinence"), the second episode of paraesthesia ("shock sensation/ ") and weight increased ("weight gain"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), ondansetron (zofran), antibiotics, antacids, surgery and surgery (teeth removal). At the time of the report, the abdominal pain, gastrointestinal injury, seizure, genital haemorrhage, abdominal pain upper, abdominal pain lower, back pain, migraine, the last episode of hypoaesthesia, dysmenorrhoea, menorrhagia, amnesia, dyspareunia, fatigue, nausea, hernia, vaginal haemorrhage, hypersensitivity, urinary tract infection, female sexual dysfunction, anxiety, fear, post-traumatic stress disorder, panic disorder, rash, bladder disorder, urinary tract disorder, headache, tooth disorder, allergy to metals, pelvic pain, vaginal discharge, visual impairment, gastrooesophageal reflux disease, mood swings, arthritis, urinary incontinence, the last episode of paraesthesia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, anxiety, arthritis, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fear, female sexual dysfunction, gastrointestinal injury, gastrooesophageal reflux disease, genital haemorrhage, headache, hernia, hypersensitivity, menorrhagia, migraine, mood swings, nausea, panic disorder, pelvic pain, post-traumatic stress disorder, rash, seizure, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of hypoaesthesia, the first episode of paraesthesia, the second episode of hypoaesthesia and the second episode of paraesthesia to be related to essure. The reporter commented: she was hospitalized 7 times and underwent a surgery.micro-insert deployed approximately 3 rings visible past the ostia. Approximately 1-5 coils visible past the ostia.it was reported in pfs that she had tubal ligation but no date of essure removal was provided. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 20.4 kg/sqm.hysterosalpingogram - in 2010: total bilateral occlusion. X-ray showed debris in the abdomen. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal irritation, itching and discharge, loss of libido, dyspareunia, nausea, weight gain, dysrnenorrhea. Most recent follow-up information incorporated above includes:on 25-may-2018: pfs received. Historical condition added. Events added: weight gain and numbness in finger tip.incident.at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/cramping"), intestinal perforation ("perforation (other)- intestine"), seizure ("seizures") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure (batch no. 709952) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast operation. Concurrent conditions included body mass index normal, syncope and asthma. Concomitant products included antacids, antibiotics, cyclobenzaprine hydrochloride (flexeril), famotidine, ibuprofen (motrin), ketorolac tromethamine (toradol), lidocaine, medroxyprogesterone (depo provera), ondansetron (zofran), oxycodone, oxyphencyclimine hydrochloride (diclomine), paracetamol (acetaminophen), paracetamol (tylenol), promethazine and vicodin (lortab). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced migraine ("migraines headaches") and headache ("headaches"). In 2013, the patient experienced dyspareunia ("pain during sex"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fear ("fear") and allergy to metals ("nickel allergy"). In 2015, the patient experienced tooth disorder ("dental problems") and arthritis ("arthritis"). In february 2016, the patient experienced nausea ("nausea"). In 2016, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced urinary tract infection ("urinary tract infection") and bladder disorder ("bladder problem"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), hypoaesthesia ("numbness in hand and feet"), the first episode of paraesthesia ("tingling in hands and feet"), amnesia ("memory loss"), hernia ("hernia"), hypersensitivity ("allergic or hypersensitivity reaction"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), panic disorder ("panic disorder"), rash ("rashes or skin conditions type: breakouts"), urinary tract disorder ("urinary problem"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), visual impairment ("worsened vision"), gastrooesophageal reflux disease ("gord"), mood swings ("mood swings"), urinary incontinence ("frequency incontinence") and the second episode of paraesthesia ("shock sensation"). The patient was treated with surgery. At the time of the report, the abdominal pain, intestinal perforation, seizure, genital haemorrhage, abdominal pain upper, abdominal pain lower, back pain, migraine, hypoaesthesia, dysmenorrhoea, menorrhagia, amnesia, dyspareunia, fatigue, nausea, hernia, vaginal haemorrhage, hypersensitivity, urinary tract infection, female sexual dysfunction, anxiety, fear, post-traumatic stress disorder, panic disorder, rash, bladder disorder, urinary tract disorder, headache, tooth disorder, allergy to metals, pelvic pain, vaginal discharge, visual impairment, gastrooesophageal reflux disease, mood swings, arthritis, urinary incontinence and the last episode of paraesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, anxiety, arthritis, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fear, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hernia, hypersensitivity, hypoaesthesia, intestinal perforation, menorrhagia, migraine, mood swings, nausea, panic disorder, pelvic pain, post-traumatic stress disorder, rash, seizure, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, the first episode of paraesthesia and the second episode of paraesthesia to be related to essure. The reporter commented: she was hospitalized 7 times and underwent a surgery. Micro-insert deployed approximately 3 rings visible past the ostia. Approximately 1-5 coils visible past the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion x-ray showed debris in the abdomen. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal irritation, itching and discharge, loss of libido, dyspareunia, nausea, weight gain, dysrnenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication, lot number were added.events moods, abnormal bleeding(general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, uti, apareunia, anxiety, fear, ptsd, panic disorder: breakouts, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, seizures, nickel allergy, , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge , vision/eye problems type: worsened vision fatigue, gord, perforation (other)- intestine were added. On (B)(6) 2018: medical record was received- all relevant medical history, concurrent condition, concomitant medication. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/cramping") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and clinically significant/intervention required), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), migraine ("migraines headaches"), hypoaesthesia ("numbness in hand and feet"), paraesthesia ("tingling in hands and feet"), dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow"), amnesia ("memory loss"), dyspareunia ("pain during sex"), fatigue ("fatigue"), nausea ("nausea") and hernia ("hernia"). The patient was treated with surgery. At the time of the report, the abdominal pain, abdominal pain upper, abdominal pain lower, back pain, migraine, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, amnesia, dyspareunia, fatigue, nausea and hernia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, abdominal pain lower, back pain, migraine, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, amnesia, dyspareunia, fatigue, nausea and hernia to be related to essure. The reporter commented: she was hospitalized 7 times and underwent a surgery. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had abdominal pain/cramping after essure (fallopian tube occlusion insert) insertion. The reporter also mentions several other non-serious events and stated the consumer was hospitalized 7 times and underwent a surgery (unspecified). Abdominal pain is anticipated according to essure's reference safety information. During essure micro-insert therapy, abdominal pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of alternative explanation causality with the suspect insert cannot be excluded. This case was regarded as incident, as although not clearly specified consumer was hospitalized and underwent a surgery due to her symptoms. A product technical analysis is being performed. Further information will be obtained through the litigation process.